Event description:
Atrial lead warning dating back to (B)(6) 2019. No available atrial capture threshold, cannot confirm output is sufficient for consistent atrial capture. Possible atrial oversensing noted on current and stored egms. Leads manufactured by biotronik. Case: (B)(4) merged into (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).